Manufacturer narrative:
(B)(4). Date of initial report: 09/16/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the tip broke. The incident device was discarded. Nothing fell into the patient cavity. There was no patient injury.